Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her blood glucose was running 500 mg/dl that day as well. Customer states she treated with manual injections. Customer stated that she ended up changing out the sensor and it was only 3 days old. Customer stated she also replaced her quick set too. Offered to troubleshoot for high blood glucose, customer declined. Offered to troubleshoot for calibration not accepted, change sensor and bent sensor but customer declined. The insulin pump will not be returned for analysis.